Event description:
The customer reported that he did not have any sound coming out of the mp70 speaker. There was a visual alarm. The alert was sent to the central where it was announced both audibly and visually. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that he did not have any sound coming out of the mp70 speaker. There was a visual alarm. The alert was sent to the central where it was announced both audibly and visually. No pt harm was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.